Event description:
On 08-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came out from the quick release while she was sleeping at night. Reportedly, the actual release remained attached to the site, but the tubing fell out. When she woke up, her blood glucose level was 146 mg/dl, although she had been running a lot lower. Thereafter, she reached out to her trainer who informed her to take it off. The site location was upper thigh and the pump was on the same side as the site located on her waistband. The infusion was used for less than 4 hours and they were stored on the desk in her guest room. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing came out from the quick release while she was sleeping at night. Reportedly, the actual release remained attached to the site, but the tubing fell out. When she woke up, her blood glucose level was 146 mg/dl, although she had been running a lot lower. Thereafter, she reached out to her trainer who informed her to take it off. The site location was upper thigh and the pump was on the same side as the site located on her waistband. The infusion was used for less than 4 hours and they were stored on the desk in her guest room. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.